Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that case circumstances contributed to the reported difficulties. It is likely that the supera device encountered resistance during advancement with the heavily calcified, 90% stenosed, de novo, mid-distal superficial femoral artery (sfa) and while deploying the stent. As a result, the stent elongated with continual resistance throughout removal of the stent and delivery system from the anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - device not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other supera device referenced is filed under a separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a heavily calcified, 90% stenosed, de novo, mid-distal superficial femoral artery (sfa). A 5.5x150mm supera peripheral stent system (ses) (lot#9062761) was advanced with resistance towards the distal lesion. Deployment was initiated, but significant elongation occurred, so both the stent and the stent delivery system were removed, with some resistance noted. A 5.0x150mm supera ses was implanted in the distal lesion without issue. Another 5.5x150mm supera peripheral stent system (ses) (lot#9062861) was advanced with resistance towards the proximal lesion. Deployment was initiated, but significant elongation occurred, so both the stent and the stent delivery system were removed, with some resistance noted. The lesion was again pre-dilated. A 5x120mm supera ses was implanted in the proximal lesion, overlapping the initial stent, to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.